Event description:
Pt was found unresponsive in bathroom. The monitor showed no signals for more than one hour earlier. Review of printout showed low battery alarm came on approx three hours earlier and then flat-lined approx two hours later coinciding with when the monitor showed no signals. Defaults were changed and signals will be sent to telemetry monitoring system (tms) in the future.